Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio will replace the system controller and user interface pcb assemblies and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer initially reported that their device was showing non critical event codes. After an evaluation of the device, it was observed that the device could not complete a boot up cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to a filter, designator fl3 being broken off of the system controller pcb assembly.